Event description:
Procedure: laparoscopic colectomy. According to the reporter: after the first firing by egia60amt was done, egia45amt was opened for the second firing to complete the operations. When a doctor let it fire with articulating the jaw, he recognized a difficulty in squeezing the handle. However he managed to squeeze the handle to fire, and found the shaft part of egiaushort got broken. Using idrive with setting a new sulu, the case was completed. Since the resection line happened to be closer to the adjacent area of anal than that was expected, dst anastomosis could not be performed. The patient is currently under follow up with using artificial anal. Additional tissue resection: yes. Tissue damage: yes. Pieces fell into the cavity and could be retrieved. No bleeding. Nothing of adverse event caused by extension of or time was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).